Event description:
It was reported that revision surgery had to be performed 9 years after primary surgery due to the breakage of the post off of journey art ins bcs standard 5-6 right 9. The reason for the wreckage is not known.